Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/09/2023, it was reported by a sales representative via (B)(4) that an abs-10060r angel machine paused halfway through the spin and then output 15ml of ppp into the prp syringe. The cartridge was then stuck in the centrifuge. This occurred during use on 09/13/2023. There was no additional information provided, and additional information has been requested.